Manufacturer narrative:
(B)(4):the issue was noted outside the patient during preparation. According to the complainant, the active cord "stopped working"; it no longer connected well to the generator and the red connector was detached. The procedure was completed with a backup cord, and the patient's condition following the procedure was reported to be stable.(B)(4):the complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant did not provide the suspect device lot number; therefore, the device manufactured date is unknown. (B)(4). The device has not been received for analysis. Should the device be returned, upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was "broken and the end [was] damaged." It is unknown if this issue occurred during a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an active cord was "broken and the end [was] damaged." It is unknown if this issue occurred during a procedure.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.